Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a unknown procedure. It was reported that after replacing the zeroclient, the camera cart monitor reset, then displayed the pcoip logo, then the connecting screen. The monitor connected quickly but this happened 3 times during the case. The site was using the other monitor so the issue was not noticed. The system was navigating during this time without interruption. There was no impact to patient outcome and no reported delay to procedure.

Manufacturer narrative:
The issue was resolved when the zeroclient was replaced. The pcoip client was returned for analysis. Functional testing found that the pcoip client was rebooting. It was confirmed to be mal functioning. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The zeroclient was replaced and the issue resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.